Manufacturer narrative:
Section g3: the previous submitted report was inadvertently submitted with a blank aware date; the aware date was 30jan2025. Section h8: usage of device corrected. Manufacturer's investigation conclusion: the reported events of an s3: system fault alarm and no flow being recorded were not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and performed as intended. Atypical events were unable to be reproduced throughout all testing, and no log files were provided. Available information suggests that the issues resolved upon exchanging the motor. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information h10 - related report numbers no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The issue was discovered during yearly maintenance.

Event description:
It was reported that a system 3 error was displayed, and no flow was recorded. The error message occurred with a continuous beep. The motor was segregated, and staff was informed not to use the motor.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.